Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The surgeon reamed to 57mm and put in a solid pinnacle 58mm cup. The metal liner sat up 1-2mm out of the cup, it was not flush with the cup. The liner was put in straight but do not bottom out in the cup. The pt was in pain and it could be seen on xray that the metal liner was not flush. The surgeon revised the hip on (B) (6) 2010 he took out the metal insert and ceramic head out and replaced it with a poly liner and metal head. The ceramic head had a strip on it.